Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('infero medial displacement of a medial marker associated with the right insert.') In an adult female patient who had essure inserted. The patient's concurrent conditions included pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supra cervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: findings: scout radiograph demonstrates bilateral essure micro-inserts, with 4 radiopaque markers in each insert. There is infero medial displacement of a medial marker associated with the right insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('infero medial displacement of a medial marker associated with the right insert.') In an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supra cervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: findings: scout radiograph demonstrates bilateral essure micro-inserts, with 4 radiopaque markers in each insert. There is infero medial displacement of a medial marker associated with the right insert. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate case of (B)(4), hence this case should be deleted from bayer data base. Reference section from retention case was transferred to this case. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('infero medial displacement of a medial marker associated with the right insert.') In an adult female patient who had essure inserted. The patient's concurrent conditions included pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supra cervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: findings: scout radiograph demonstrates bilateral essure micro-inserts, with 4 radiopaque markers in each insert. There is infero medial displacement of a medial marker associated with the right insert. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.